Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 16 x 3.00mm promus premier drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that the stent was not crimped on the balloon after removing the device from the box. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected physician's name from (B)(6). (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 16 x 3.00mm promus premier drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that the stent was not crimped on the balloon after removing the device from the box. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.